Manufacturer narrative:
Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer's blood glucose level was 293 mg/dl. During a system check, tandem technical support determined that the customer disconnected the pigtail and infusion set tubing at the t:lock instead of at the site which, then introduced air bubbles in the infusion set tubing. Customer changed the pump supplies to address the issue.